Event description:
It was reported that a patient experienced a ¿serious heart attack¿ and subsequently died due to cardiac failure coincident with peritoneal dialysis (pd) therapy. One week prior to experiencing the ¿serious heart attack¿, the patient experienced an increased intra-peritoneal volume (iipv) event and another iipv event three days later. One week prior to death, the patient experienced the ¿serious heart attack¿ while at home. It was unknown if the patient was connected to the homechoice machine at the time of the event. On the same day, the patient was hospitalized for the event. Treatment was not reported. During hospitalization the patient received dianeal therapy with continuous ambulatory pd only. The patient did not receive dianeal therapy with automated pd during hospitalization. Two days prior to death, the patient was switched to hemodialysis. Subsequently, the patient passed away due to cardiac failure while in the hospital. An autopsy was not performed on the patient. At the time of this report, it was unknown if the death certificate was completed or available. No additional information is available.

Manufacturer narrative:
(B)(4). As the death was not reported until after the device has been serviced, a complete device analysis could not be performed. However, a review of the event history log revealed no system errors, anomalies or hardware device failures that could have caused or contributed to the reported death. However; two instances of iipv were recorded in the device. Review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. It was noted that the device passed previous testing and was found to meet electrical performance specification requirements. The device failed functional performance specification requirement due to an unrelated event. The cause of the reported event of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).